Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging their ins more often than they used to. When they were first implanted they were told they would need to charge one or two times per week but they were up to charging twice per day. They also weren't receiving sufficient therapy relief with either group a or b. No further complications reported.